Event description:
Related manufacturer reference number 3006705815-2023-04305, 3006705815-2023-04846. It was reported the anchor had broken, resulting in the lead migrating. The investigation did not determine which lead had migrated, which had high impedances, or which anchor had broken. As such, the leads and anchors were explanted and replaced.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs anchor, model: 1192, UDI: (B)(4), serial: n/a, batch: 8925677.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.